Manufacturer narrative:
Investigation summary: it was reported the customer was unable to separate syringes as there was no perforations in packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blisters from the top web side. The slitting between the packages is not visible which limits the ability to separate one packaging blister from the other. No other defects or imperfections were observed. This defect could occur if there was a misalignment during the packaging process inducing the equipment not performing the correct slitting. A device history record review was completed for provided material number 302832, lot number 1145180. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed. The settings were correct, the alignment was good and the flow of products was acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe packaging had no perforations. The following information was provided by the initial reporter: unable to separate syringes as no perforations in packaging.